Manufacturer narrative:
Investigation into this event found that the delta between the original duplicate troponin I results was within limits. The customer correctly follows a troponin testing algorithm. The same sample gave significantly lower results when tested on an alternate vitros eci analyzer. A second sample tested on the alternate eci analyzer yielded troponin results that matched the lower retested results obtained from the original sample. There is no indication that the troponin I reagent I has malfunctioned. No analyzer malfunction was identified, however, improper sample handling protocol could not be ruled out as a potential root cause. The root cause of the biased results is unk.

Event description:
The customer observed falsely elevated duplicate troponin I result on a patient sample tested on a vitros eci analyzer. The customer routinely retests positive troponin results prior to reporting to the physician . The elevated troponin results were not reported to the clinician. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.